Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient was having less control of spasticity. Per the patient, ¿the managing doctor had been increasing her dose without spasticity relief and she then turned it and wanted to investigate the cause of the decreased spasticity relief¿. It appeared from an x-ray that the catheter was intact, but further exploration was in order. The problem was then investigated by a neurosurgeon on (B)(6) 2015. During the procedure, the doctor felt that ¿the catheter connector was bloated and had almost like a small mass of tissue that was probably blocking the flow of the drug¿. He also thought it was a possible pump failure for this reason. He revised the existing catheter by cutting off the existing connector and a little of the catheter; then added a new sutureless connector; and got drug flow. He also replaced the pump. The pump had felt loose in the pocket so a mesh pouch was implanted with the new pump. The patient status was reported as ¿alive-no injury¿. The device system was delivering baclofen; the reporter was unsure if it was lioresal or gablofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was seen for a refill and programming on (B)(6) 2015. The patient complained of increased spasticity and muscle spasms throughout the day. The patient had been taking oral baclofen (10mg, twice daily) and denied any improvement form the last adjustment. The pump was refilled with gablofen and the dose was increased by 20%. A dye study was scheduled at the patient's request, as symptoms had worsened since the pump was replaced ((B)(6) 2013, battery life). A dye study performed on (B)(6) 2015 revealed a ¿pump malfunction¿ and the pump was subsequently replaced. The dye study showed minimal transfer of tracer into the proximal catheter which was consistent with ¿pump failure.¿ there was no issue with the current pocket. During the (B)(6) 2015 procedure, excess catheter was freed from its attachment in the scar (wall of the pocket). The catheter and hub connector were carefully inspected and no defects were noticed. The catheter had free flow of cerebrospinal fluid (csf) and 2ml of fluid was aspirated to clear the catheter of drug. A granuloma was observed around the hub connector, suggesting chronic leakage. As a precaution, the catheter was cut 1 cm from the end of the ¿bend protector¿ and a new hub connector/catheter was attached to the end of the cut catheter. The splice was then inspected and determined to be well connected. Free flow of csf remained through the new connector hub. Since there was no evidence of a catheter occlusion, the pump was replaced. The new pump was connected to the new pump and no leak was seen. The pump was carefully oriented in the pocket and the catheter was ¿looped gently deep to the pump.¿ the wound was then irrigated with copious amounts of antibiotic and hemostasis was assured with normalization of the blood pressure. The pocket was closed and covered with antibiotic ointment and a sterile dressing. The drug was replaced with the same concentration and the pump was programmed to 10mcg/day. Furthermore, the previous reported term of the pump ¿loose in the pocket¿ was used by the manufacturer representative and not the provider. The patient was also taking oral baclofen at the time of the event. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.